Event description:
The nurse reported to our sales rep that during a surgery, she observed that the target device was not possible to fix. The surgery was completed.

Manufacturer narrative:
Evaluation summary: no manufacturing faults found. The subject of the complaint (fixation not really possible) - due to broken peg at the bottom of the target device where the targeting sleeve / speedlock sleeve locks on - could be confirmed. The targeting sleeve (speedlock sleeve) was not inserted to its dead stop position and high torsion load was applied to the targeting sleeve respective speedlock sleeve causing the breakage of the peg at the connection area. Such handling of the device is regarded as not intended use. The described damage could also already have occurred in a former surgery or during checking of the instruments due to not intended handling as described above. Investigation revealed evidence that the partly broken off peg is caused by rough handling at user site. Remark: it does not have to remain out of consideration that the device had been in use for a longer period of time (more than 5 years) and it was subject to periodic stress situations due to multiple applications and sterilization and cleaning cycles. This kind of instruments....